Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient came into the clinic after receiving high voltage therapies. Review of the egms revealed that the ventricular lead was double counting intrinsic events. It appeared to be double counting both the atrial and ventricular events which is typically indicative of a dislodged lead or twiddler's syndrome. X-ray showed that the lead was dislodged. The lead was explanted.